Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving intrathecal clonidine 1000mcg/ml ; 6mcg/day/minimum rate and dilaudid 30mg/ml: 0.183mg/day/minimum rate via an implanted pump. The indication for use was failed back surgery syndrome and spinal pain. The patient went to the clinic on (B)(6) 2015 for a pump refill. A volume discrepancy and over infusion occurred. The actual residual volume (arv) was 1-2 cc and the expected residual volume (erv) was 17.2cc. The cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.